Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge dropped from 35% to 10% then jumped up to 70% while connected to a power source. In addition, the customer received an occlusion alarm. The customer's blood glucose level was 150 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned.